Event description:
A (B)(6) male pt contacted zoll customer support to report check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt message) has been confirmed. As received, the electrode belt failed incoming testing. Upon evaluation, the trunk cable was pulled from the strain relief, and the t9 pad lifted from the distribution node (dn) pca. The cause of the check belt messages is the open connections (pp + and pp - ) and the lifted t9 pad. The root cause of the broken solder connections and lifted t9 pad cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged trunk cable. The patient was issued a replacement electrode belt.